Manufacturer narrative:
As reported by the sapphire registry, approximately eight months post index procedure the patient expired. The patient is an (B)(6) male who was enrolled in the (B)(6) study for stenting of the carotid artery. Medical history includes hyperlipidemia and CABG and history of smoking, and coronary artery disease and coronary percutaneous revascularization and hypertension. The target lesion was located at the bifurcation of the left common carotid artery. The rate of stenosis was 90%. The length was 15mm in length. The vessel was moderately calcified. An angioguard embolic protection device was successfully deployed distal to the lesion and a precise stent was successfully deployed in the lesion. The angioguard was successfully retrieved and upon inspection of the device, no debris was found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The patient was discharged the next day with aspirin and clopidogrel prescribed. The cause of death is unknown. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Factors that may have influenced the event include the patient's significant medical history, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
As reported by the sapphire registry, approximately eight months post index procedure the patient deceased. The patient is an (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. Medical history includes hyperlipidemia and CABG and history of smoking, and coronary artery disease and coronary percutaneous revascularization and hypertension. The target lesion was located at the bifurcation of the left common carotid artery. The rate of stenosis was 90%. The length was 15mm in length. The vessel was moderately calcified. An angioguard (701814rmc/ lot 71109509) embolic protection device was successfully deployed distal to the lesion and a precise (pc0730rxc/ lot 15101381) stent was successfully deployed in the lesion. The angioguard was successfully retrieved and upon inspection of the device, no debris was found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The patient was discharged the next day with aspirin and clopidogrel prescribed. Approximately eight months post procedure information was received stating that the patient had expired. The cause of death is unknown. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.